Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer allegedly received the following results, with two different aviva meters, within 10 minutes: 259 mg/dl, 129 mg/dl, 224 mg/dl, 133 mg/dl (system 1); and 152 mg/dl, 143 mg/dl, 129 mg/dl (system 2). The same strip vial was used for both meters and results. No adverse event reported. Return of the suspect device was requested for evaluation.